Event description:
I began using coopervision aquaclear contact lenses for the first time a few months ago. After a couple weeks of wear I woke up one morning and my eyes were extremely blood shot and dry. The night before they were fine. I removed the contact lenses and thinking I had pink eye, tried some home remedies. After a few days it started to clear up so I put new contacts, same brand, in and the same thing happened after only a couple days of wear. I called my doctor and requested I get the old contacts I used to wear because obviously my eyes didn't like the coopervision type. They provided me with a different brand/type and I tried those, but again could only wear them for about 12 hours before experiencing severe eye pain, redness, and swelling in both eyes, note that the amount of time I can wear each set of lenses is getting progressively shorter. So, I visited my eye doctor for an exam who told me both of my eyes now have scratched corneas and there are white blood cells present inside my cornea, indicative of severed oxygen depravation. I noticed that coopervision had a recall of these lenses due to similar symptoms, so I'm reporting mine, hoping it may help. I have been a contact lens wearer for close to 20 years and have never had any kind of problem with my lenses or my eyes, of any sort. My eyes didn't even get dry wearing contact lenses. I believe the cooper vision lenses damaged my corneas. Diagnosis or reason for use: vision correction.